Event description:
It was reported that the patient presented with a change in mental status and bradycardia was noted by emergency medical services with a rate in the thirties to forties. Upon review of the device transmission, right atrial (ra) lead undersensing and far field r-wave (ffrw) oversensing was noted resulting in possible false atrial tachycardia/atrial fibrillation (at/af) episode detection. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 3887-28 lead x2 implanted (B)(6)1998 ,37711 ipg implanted (B)(6) 2006 3887-33 lead implanted (B)(6) 2006 3708360 extension x2 implanted (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.